Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc checked the subject device and found that the reported phenomena (insufflation alarm and error e03) were not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. Omsc checked the error log of the subject device and confirmed that the error e03 had occurred once. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported insufflation alarm could not be conclusively determined. However, based upon the reported information and the investigation result, there was possibility that this phenomenon was attributed to the following. - there were effects of other than the subject device such as other devices and patient's condition. - the control of the subject device temporarily malfunctioned because more than eight years and eight months had passed from the subject device had been manufactured. On the other hand, the exact cause of the reported error e03 could not be conclusively determined. However, based upon the reported information and the investigation result, there was possibility that this phenomenon was attributed to the detection of abnormal pressure value by the inside tube pressure sensor, which might be caused by a malfunction of one of the pressure sensors due to the aging degradation because more than eight years and eight months had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the insufflation alarm as reported not duplicated, and also checked the error log of the subject device and found that there was a record that the subject device had gave the error e03 which indicated the inside tube pressure sensor was abnormal. In addition, it was found that the subject device had been used with the alarm delay time set to 0 seconds in the user mode. Then, the subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure using the subject device at the user facility, an insufflation alarm sounded multiple times from the subject device even when the insufflation was stopped. At that time, no error was displayed. The procedure was completed. There was no report of patient injury associated with this event.